Manufacturer narrative:
Patient age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and microscopic examination found that the stent had detached from the device and was not returned. The bumper tip was not damaged. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp marks on the balloon indicating that the stent was positioned between the markerbands. A visual and tactile examination found several hypotube kinks and found no issues on shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 23-may-2016. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 3.00x16mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion after several attempts. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment. It was further reported by the facility that the stent was dislodged inside the patient's body and was retrieved using a unspecified device.